Event description:
Uterus perforation upon entering uterine cavity with novasure endometrial ablation. Novasure not performed due to perforation. Hysterectomy performed after discussion between pt and physician.